Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell 1 of 4 of peritoneal dialysis therapy. During troubleshooting, it was discovered that the home patient (hp) left a clamp open and cap off of an unused bag line. The technical service representative (tsr) instructed the hp to close all the clamps to bags, patient line, and transfer set. The tsr assisted the hp in cycling the power on the hc to clear the alarm. Proper procedures were reviewed with the reporter. The tsr advised the hp to dispose of the current set up and to start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available

Manufacturer narrative:
(B)(4). Unused lines with open clamps are a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.